Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported. Additional information was received indicating that, at the time of the shocks, magnet application did not stop the shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered thirty-seven inappropriate shocks due to wandering baseline and flat subcutaneous electrocardiograms (s-ecgs) or very small amplitudes with occasional railing noise. The patient was admitted to the intensive care unit (ICU) and intubated. Technical services (ts) was contacted, and ts discussed possible causes. Troubleshooting was attempted by manipulating the xyphoid, and programming changes were made including turning therapy off. Subsequently, the s-ICD system was explanted and returned for analysis. Sensing was better before extraction, so they feel the cause was air entrapment. No additional adverse patient effects were reported.